Manufacturer narrative:
Concomitant products: product ID: 37751, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family/friend regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that while the patient was charging they were shocked after pushing the sync button. The family/friend reported the device was then turned off and indicated it was removed. No further complications were reported and/or anticipated additional information received form the managing physicians office reported that they had not seen the patient since 2015 and were unaware of any patient issues since then.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.